Event description:
Transport ventilator in use stopped ventilating. Patient was hand-bagged for remainder of short flight (no injury). Vent was taken out of service by (B)(6).

Manufacturer narrative:
After extensive electrical, functional, vibration, and environmental testing, we could find nothing wrong, could not duplicate the reported problem. This unit's main circuit board has had 5 years of transport use, will recommend that the board be changed as a precaution.